Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella pump experienced repeated air in purge alarms despite de-airing. The purge cassette was exchanged to resolve the issue. No patient harm was reported.

Manufacturer narrative:
B5 clinical narrative updated. Section d catalog number was corrected.

Event description:
Clinical narrative: impella 5.5 was inserted via axillary artery in a 48 year old male patient presenting with acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d being supported with va ECMO. While on va ECMO and impella 5.5 support the impella device functioned as expected, p8 4.2l/min. There were noted repeated air in purge alarms despite deairing. This was resolved after exchanging the purge cassette. While on support it was noted that there was hemolysis and concerns of gi bleed. These are increased risks when on multiple mcs devices. No other information was available.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Added: b2, d6b this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the priming issue was most likely use related since there was no defect on the returned device and data logs indicate a connection issue due to a sudden drop in pp and purge flow.